Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 4mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at nominal pressure for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.